Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), back pain ("chronic back pain / lower back pain"), abdominal pain ("chronic abdominal pain"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms:hair loss"), nervous system disorder ("other injuries/symptoms:nuero condition/problem"), abdominal distension ("bloating"), memory impairment ("neurological conditions or problems type: forgetfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have weight increased ("other injuries/symptoms:weight gain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, alopecia, nervous system disorder, weight increased, abdominal distension, memory impairment, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, nervous system disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: chronic, dysmenorrhea, back pain, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, hair loss, neuro condit/problem ,weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included chronic cervicitis, nabothian cyst, muscle cramps, menometrorrhagia and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), back pain ("chronic back pain / lower back pain"), abdominal pain ("chronic abdominal pain"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms:hair loss"), nervous system disorder ("other injuries/symptoms:nuero condition/problem"), abdominal distension ("bloating"), memory impairment ("neurological conditions or problems type: forgetfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have weight increased ("other injuries/symptoms:weight gain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, dyspareunia, heavy menstrual bleeding, vaginal discharge, fatigue, alopecia, nervous system disorder, weight increased, abdominal distension, memory impairment, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, memory impairment, nervous system disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: chronic, dysmenorrhea, back pain, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, hair loss, neuro condit/problem ,weight gain. Iud strings in os. Essure insertion date discrepancy: (B)(6) 2015. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included chronic cervicitis, nabothian cyst, muscle cramps, menometrorrhagia and endometriosis. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), back pain ("chronic back pain / lower back pain"), abdominal pain ("chronic abdominal pain"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms:hair loss"), nervous system disorder ("other injuries/symptoms:nuero condition/problem"), abdominal distension ("bloating"), memory impairment ("neurological conditions or problems type: forgetfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have weight increased ("other injuries/symptoms:weight gain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, dyspareunia, heavy menstrual bleeding, vaginal discharge, fatigue, alopecia, nervous system disorder, weight increased, abdominal distension, memory impairment, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, memory impairment, nervous system disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: chronic, dysmenorrhea, back pain, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, hair loss, neuro condit/problem ,weight gain. Iud strings in os. Essure insertion date discrepancy: (B)(6)2015. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: reporter information, rcc and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder / urinary problems: vaginal discharge"), fatigue ("other injuries / symptoms: fatigue"), alopecia ("other injuries / symptoms: hair loss"), nervous system disorder ("other injuries / symptoms: nuero condition / problem"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have weight increased ("other injuries / symptoms: weight gain"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, alopecia, nervous system disorder, weight increased, abdominal distension and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, nervous system disorder, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: chronic, dysmenorrhea, back pain, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, hair loss, neuro condit/problem ,weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, back pain, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, hair loss, neuro condition / problem ,weight gain, device monitoring procedure not performed were added. Date of removal was added. On 17-sep-2019: no new information received. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance data; should any new and reportable provided in a supplementary report.